Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacturer's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot. It was not reported that the malfunction occurred during surgery. It was not reported that there were injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.